Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The two leads also eroded through the skin. The system was explanted and replaced. The patient's condition post procedure was stable.